Event description:
Information was received from the consumer regarding a patient receiving intrathecal hydromorphone. The dose, concentration, and lot number were unknown. The indication for use was spinal pain. The patient missed a refill. The patient thought they were supposed to be refilled on (B)(6) 2016, but the refill date was actually (B)(6) 2016. The 3 on the card they received from the health care provider (hcp) looked like a 2. The patient was in the emergency room (ER) on (B)(6) 2016 because the patient's whole insides were burning. The consumer asked if the symptom was due to withdrawal and if the pump was damaged. The ER did a CT scan just in case it was not withdrawal from the drug, but they did not have the results. The change in symptoms was sudden. The patient's symptoms began on (B)(6) 2016. The patient was currently receiving intravenous dilaudid in the ER.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.